Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation by olympus medical systems corp. (Omsc) confirmed that the adhesive of bending section rubber was partially missing. Furthermore, omsc confirmed that there were scratches on the adhesive of bending section rubber and the bending section rubber. The exact cause of the reported event could not be determined, but it is considered as one of possible cause that the subject device was contacted with an instrument such as a trocar during procedure and the adhesive was damaged. The instruction manual of the device has already warned as follows; insert a hand instrument into the trocar tube close to the endoscope slowly and deliberately. Sudden insertion may damage the bending section and cause parts of the covering to fall off inside the patient.

Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic colectomy using the subject device, a piece of the bending section rubber of the subject device fell off into the patient. The piece of the bending section rubber was retrieved from the patient body. The user facility changed the subject device and the procedure was completed with another device. There was no report of patient injury associated with the event.